Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. The failed surgical valve was reported on a separate medwatch report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical valve, severe paravalvular leak (pvl) was noted. A second transcatheter valve was implanted, resolving the leak. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.